Manufacturer narrative:
The reported events were lead dislodgement, intermittent capture, far p over sensing. As received, a complete lead was returned in one piece with the helix fully extended. The measured full helix extension length was within specification. The reported events of intermittent capture and far p over sensing were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Analysis was normal. No anomalies were found except for procedural damage where the outer insulation was noted cut/damaged at 13.2 cm and 28.5 cm from the connector pin.

Event description:
It was reported that a patient presented in clinic for a follow-up appointment. The patient's right ventricular (rv) lead had was sensing atrial activity and was intermittently capturing the atrium. A chest x-ray revealed that the rv lead dislodged. The patient was asymptomatic. The rv lead was explanted and replaced. The patient was stable throughout procedure.